Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, a video was provided for evaluation. The video was reviewed and did not show visual evidence of the reported problem. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set; further described as "the female luer lock was pulled out together with the pd bag connector." This was observed when disconnecting from the solution bag after peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.